Manufacturer narrative:
On november 1, 2021, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating that the correct date of explantation was on (B)(6) 2021. On november 9, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the sal siltex 250cc breast implant had a tear on the posterior view, measuring approximately 0.5 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 19, 2021, mentor received additional information indicating that the suspect medical device was actually a 250cc mentor siltex round moderate profile (catalog: 3542635). On december 1, 2021, the product investigation summary was updated with the following statement: visual analysis of the returned sample revealed that the sal siltex rnd diap pkg 250cc breast implant had a tear on the posterior view, measuring approximately 0.5 cm. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who's undergone primary breast augmentation with two 250cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. The deflation was initially diagnosed by the patient and was later also diagnosed via mammogram. As a result, the patient underwent removal and replacement with a 250cc mentor smooth round moderate profile saline (catalog: 3501635) on (B)(6) 2021.